Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The device was able to obtain readings, visual alarms were functional however audio was not heard. Internal inspection identified system board component r63 and r162 have failed and measure open. The customer complaint was duplicated as no sound was emitted from the device speakers. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data: initial reporter email address updated from (B)(6).

Event description:
The customer reported the alarms do not work when an active alarm happens. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the alarms do not work when an active alarm happens. No patient impact or consequences were reported.